Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the renasys go was found to have an orange light on since the night before, saying low battery and it has been plugged in all night long, there is no information regarding how the procedure was completed. No patient injury, delay or other complications were reported.